Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the act button on the insulin pump was sometimes unresponsive. Customer's blood glucose level was 174 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.